Manufacturer narrative:
Upon presentation of the drainage 3-4 days post op the surgeon elected for immediate second op, repeat I & d was performed to remove the beads, no beads were present in the joint. This was the surgeon's first procedure using stimulan rapid cure, but is experienced with the procedure. Four days post op the patient is recovering well, no drainage and the wound is healing. The patient had been an inpatient for almost a month prior to his infected knee and the presence of (B)(6). Based on the information received, suspected root causes are: the use of antibiotics may have altered the characteristics of the product. The patient's infection remained, which may have contributed to the drainage. Sterile drainage is a known occurrence associated with calcium sulphate and other materials. Excess material implanted at the surgical site may also be a contributory factor.

Event description:
Physician reported to distributor a patient who experienced drainage 3-4 days post op after implantation of stimulan rapid cure 10cc, mixed with 1 gram vancomycin, drainage was not expected.